Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Seven days after the sensor was inserted, the patient stated that the reaction had scarred skin, a large rash, and irritated skin. He saw his general practitioner (gp) who said that the reaction was like a chemical burn. He was advised to use hydrocortisone 1% acetate and ¿susidic¿ acid 2% cream (presumed to mean fusidic acid, an antibiotic). No additional patient or event information is available.